Event description:
Health professional reported left side "liquid around the implant", and "capsular contraction pain and discomfort", baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: deformation, brown particles biological tissue in device outer surface and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma and capsular contracture, baker grade unknown.

Event description:
Health professional reported left side "liquide around the implant", and "capsular contraction pain and discomfort", baker grade unknown. Device was explanted.